Event description:
During follow-up for a potential end of service patient, an obituary was found showing that the patient died on (B)(6) 2015. The patient had reportedly died due to complications with epilepsy. She had experienced a grand-mal seizure that caused her to go into cardiac arrest. The patient was then resuscitated by emergency responders before passing. A manual battery life calculation was performed with programming data up to (B)(6) 2010 and showed that the patient's vns device was expected to be at end of service at the time of passing. All available programming history showed proper vns device functionality. No additional information was available from the patient's treating neurologist. No additional relevant information has been received to date.